Event description:
It was reported that there was high impedance on both leads, along with high atrial threshold. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554-45 implantable pacing lead, (B)(6) 2002. (B)(4).